Event description:
As reported for this event by the customer, the device image had vertical noise. There is no reported harm to any patient or persons.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device had no image, only noise. This is attributed to a faulty circuit. Additional observations for the device are: video connector case has a crack, the distal end rubber coating (a-rubber) has a scratch, and the a-rubber adhesive is chipped. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Correction jul 22, 2022: this device is a loaner returned by the customer with no reported malfunctions. Upon inspection of the returned loaner device, it was observed that the image had vertical noise. There is no patient involvement.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, b5, g3, g6, h2, h6, and h10. Correction is being made to b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.